Event description:
According to the complainant, the delivery of the drug is incorrect and resulted in an under infusion.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Sample information: infusomat space, 8719030, serial number: (B)(6), software version: 686n030005. History inspection: as the customer did not specify the date of occurrence, the last therapy was analyzed. On (B)(6) 2025, a space line neutrapur was selected at 14:40 and the infusion started with a rate of 250 ml/h at 14:42. The vtbi was set to 250ml. At 14:53 the pump was switched into the standby mode from user for 45 minutes. At 15:47, the therapy was terminated by user. A total of 57,41ml was infused. No other anomalies could be detected. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. There are visible signs of impact damage on the housing parts. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. When opening and closing the control unit, unusually loud operating noises can be heard. Pressure inspection: the electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,58% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values are within our specification. Disassembling: the axle and the inner base frame are deformed on the left side. No other visible damage was found inside the device. Liquid residue can be seen inside. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.